Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd implemented a thorough investigation following our corrective preventative action protocol. This was opened for a trend in reports of ¿needle clogged / blocked¿, ¿aspirate / draw (cannot / difficult)¿, and ¿needle bent¿. All three of these issues have the same net effect: temporary interruption of flow of insulin into the reservoir. Based on the investigation, these issues appear to be related to the use case which involves drawing insulin from a vial into a syringe and then filling the reservoir of the insulin pump via a small port off the body in an iterative process, utilizing existing / ¿off the shelf¿ products rather than a product designed for this use. Bd products are designed to be single use, and because this is an "off the shelf" product, bd specifications do not take into account any requirements specific to the tandem use case. The investigation concludes the complaints are related to the use case and not due to a product nonconformance.

Event description:
It was reported that needle 26x3/8 ib was clogged. This occurred on 12 occasions. The following information was provided by the initial reporter: it was reported by the consumer, fill resistance issue.   Verbatim: caller reported fill resistance issue. Number of occurrences - 12. Did the caller insert the needle into the cartridge and encounter fill resistance? Yes. Was the syringe/needle reused? No. Was the cartridge reused/refilled? No. Customer's bg at time of event - specific value is unknown but bg remained between 54-500mg/dl (3.0-27.7 mmol/l), no further bg questions required. Does insulin come out of the existing needle? N/a, issue happened in the past. Customer had already changed needle [and/or] syringe at time of call. Was caller able to fill the existing cartridge with the second needle? Yes. Resolution ¿ caller successfully loaded existing cartridge with second needle. Cts to send goodwill order of cartridges to replace needle. Is product available for return to bd? Yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged.